Event description:
Revision surgery - due to dislocation and groin pain from the unipolar head wearing down acetabulum.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 1.4 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was sent out for testing and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 8th complaint for this part number (3 dislocation, 2 trauma, 2 revision surgery, 1 stability/poor joint), first for this lot. The root cause for the dislocation was reported as wear. There is no information reported that showed a material, design, or manufacturing problem with the product. : sent out for testing.